Event description:
It was reported through clinic notes that a pt's vns diagnostics showed that the output status was limited due to high lead impedance. The pt was sent for an x-ray, and the x-ray report was received by the MFR which did not reveal any anomalies. The clinic notes also revealed that the pt continued to have small seizures several times a day, which were characterized as drop attacks that lasted a few seconds. However, she has not had any generalized seizures. The pt has since been referred for vns replacement surgery, as upon a follow-up visit with the physician, the pt's parents reported a drastic increase in their daughter's seizure activity. In addition, the physician has prescribed an additional anti-epileptic medication for the pt. During interrogation of the pt's device, the physician received two error messages. The first indicated that the programmed current was possibly not being delivered at the specific level, and the second indicated that the impedance is higher than expected. Further follow-up with the physician's office revealed that the pt's seizure activity increased in severity and frequency. Due to the high lead impedance, the pt's generator has been disabled. The relationship of the increase in seizures to pre-vns baseline levels is unk at this time. No causal or contributory programming changes, medication changes, or other external factors are believed to have preceded the onset of the increased seizures. No pt manipulation or trauma occurred that is believed to have caused or contributed to the high impedance. No additional info has been provided to date. Although surgery is likely, the surgery has not been scheduled to date.

Manufacturer narrative:
Device failure is suspected.